Event description:
It was reported that the patient experienced fluctuating elevated blood glucose levels despite administration of a 2-unit correction bolus approximately 15 minutes prior to reporting, with the most recent reading reported as 16.8 mmol/l (302.4 mg/dl). The patient had been wearing the pod for approximately 5 to 24 hours and was unable to confirm the status of the pink slide due to pod placement on the abdomen. It was noted that the cannula did not appear to be properly inserted into the skin. It was further reported that the patient was using the pod with a non-approved insulin (fiasp), per guidance from the patient¿s health care provider. Upon removal of the pod, the cannula was visible with no damage noted. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.